Manufacturer narrative:
Per visual inspection: missing injection foot. No physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. In inpen passed front cap investigation. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 14.5u, 14.5u, 14.5u, 15u, 15u, 14.5u, 14.5u, 15u, 15u. Performed leak test and no leaks / priming / delivery anomaly were noted. Inpen passed displacement dose accuracy. Inpen passed front cap investigation. In conclusion: inpen passed all required testing. Inpen received with injection foot missing. This can affect insulin delivery. Therefore, the customer concern of injection foot being damaged was confirmed. Unable to confirm high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event. Troubleshooting was partially performed and reported a damaged injection foot. It was unknown whether the customer had used the inpen within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will discontinue using the inpen and the inpen was returned for analysis.